Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted, device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The impact to the customer's blood glucose level was not known. The customer thought that the cause of the occlusion was due to scar tissue at the infusion site; however, the customer declined tandem technical support's offer to troubleshoot to confirm if the site was the cause of the occlusion.